Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2013-00348. It was reported that during a dilation treatment procedure, the catheter froze on the wire. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous and non-calcified proximal anterior tibial below the knee. This ultra-thin diamond balloon catheter was selected; however, during introduction the balloon catheter became kinked and stuck on the 0.35" zipwire guide wire. Once withdrawn from the patient no damage noted to the wire. The procedure was completed with a 3x15mm sterling balloon catheter and a 0.018" non-bsc guide wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the returned complaint device revealed that the balloon was fully deflated. A visual and tactile examination of the shaft of the device noted that it was severely kinked and buckled at various locations along its length. Initial attempts to insert a laboratory controlled 0.035 inch guidewire through the device failed due to dried blood in the distal tip. The device was flushed with warm water in an attempt to remove the blockage. Once removed it was possible to advance the guidewire however some resistance was noted where the shaft was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to anatomical and/or procedural factors encountered during the procedure. (B)(4).

Event description:
Same case as MFR: 2134265-2013-00348. It was reported that during a dilation treatment procedure, the catheter froze on the wire. Vascular access was obtained via the femoral artery. The target lesion was located in the non-tortuous and non-calcified proximal anterior tibial below the knee. This ultra-thin diamond balloon catheter was selected; however, during introduction the balloon catheter became kinked and stuck on the 0.35" zipwire guide wire. Once withdrawn from the patient no damage noted to the wire. The procedure was completed with a 3x15mm sterling balloon catheter and a 0.018" non-bsc guide wire. No patient complications were reported.